Event description:
It was reported while using bd micro-fine¿ pro pen needles 32g x 4mm (70 count) the medication could not be delivered properly. There was no report of patient impact. The following information was provided by the initial reporter, translated from japanese to english: this is a report about a needle point integrity. According to the user's verbatim report, the needle did not stick properly. (Bent? There are some products that drug did not come out.) The products were used by patient.

Manufacturer narrative:
D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 15-jun-2023. Investigation summary: eight open 32g x 4mm pen needle samples and six photos were returned from an unknown lot. No., cat. No. 320559. A clog test was carried out on the returned samples and no issues were observed. Magnified examination was also carried out on all eight samples and a blunt cannula was observed on three samples. Measurement of the outer diameter of all eight samples was carried out as per q-sop-107-dl, rev 16 and no issues were observed. All eight samples were within specification (0.0090¿ ¿ 0.0095¿) sample 1 ¿ 0.0092¿ sample 2 ¿ 0.0091¿ sample 3 ¿ 0.0091¿ sample 4 ¿ 0.0092¿ sample 5 ¿ 0.0091¿ sample 6 ¿ 0.0091¿ sample 7 ¿ 0.0092¿ sample 8 ¿ 0.0091¿ no DHR review can be carried out as lot number is unknown. As the confirmed samples were returned open it is not possible to determine root cause.

Event description:
It was reported while using bd micro-fine¿ pro pen needles 32g x 4mm (70 count) the medication could not be delivered properly. There was no report of patient impact. The following information was provided by the initial reporter, translated from japanese to english: this is a report about a needle point integrity. According to the user's verbatim report, the needle did not stick properly. (Bent? There are some products that drug did not come out.) The products were used by patient.